Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for headaches and spinal pain. There were impedances greater than 40,000 ohms on leads 1, 8, and 11. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep used check impedances at the beginning and end of the programming session. They programmed around these contact points with the patient reporting good coverage of their painful areas. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.